Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was to be used. Before opening the suture package, a hair was found between the legal label and the sealed vinyl. No adverse patient consequences were reported. Additional information was requested.